Manufacturer narrative:
H3: device analysis found that the device, both electrodes, and an open pouch were placed in open plastic bags and returned in a smaller shipping box. The pouch was open on 3 of its 4 sides when returned. The electrodes were rolled together, and the electrode needles were wrapped with clear tape. Upon return, traces of contamination and creases were observed at the back of the ribbon. Electrically, while maximum resistance from electrodes to pins shall be 20 ohms, actual measurements for some harness electrodes exceeded this limit: 21.7 ohms (red), 18.5 ohms (red with clear tube), 19.7 ohms (blue), and 22.3 ohms (blue with clear tube). During functional testing, the device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode check/noise test. The electrode check passed immediately, with no excess noise or intermittent behavior recorded during the functional test. Although slightly higher resistance was observed during the electrical check, there were no issues with the nim electrode check, functional test, or connection of the device to the nim system; therefore, the complaint could not be substantiated. H6: initially submitted codes fdm b17, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the emg tube was tested several times and as it showed no signal, it was replaced with another of the same reference. There was a procedure delay for 30 minutes and the procedure was completed by the back up device. There was no patient impact.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.